Manufacturer narrative:
Tandem's user guide states that the efficacy of your pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Customer's blood glucose level was approximately 237 mg/dl. Reportedly, the customer was refilling used cartridges multiple times. Customer was able to successfully load a new cartridge to address the issue.